Event description:
It was reported that bd nexiva 22ga x 1.00 in dp with maxzero leaked it was reported that "two medical device incidents that occurred on (B)(6) 2025 and (B)(6) 2026 in the medical imaging department of (B)(6) hospital." These incidents concern the same medical device: - name: nexiva blue 22g positive pressure valve peripheral venous catheter - supplier reference: 383572 - batch number: 4220636 descriptions of the incident on (B)(6) 2025 : "heavy bleeding during patient infusion. Merm rinsed to see what was happening. Leakage of saline solution. System not permeable with a ¿hole¿. Description of the incident on (B)(6)2026: ¿while inserting the catheter into the patient, the needle went through the catheter, forcing me to reinsert the patient.¿ the devices are at the pharmacy and are available if you wish to take them back for examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issues of needle through catheter and leakage were confirmed upon inspection and testing of the sample. Analysis of the sample showed that visual inspection under magnification showed no damage to the catheter/adapter area. A leak test was performed and leakage was confirmed at the catheter/adapter junction. Bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.